Manufacturer narrative:
The customer declined ge healthcare repair service. Customer contact reports no patient information available. Block unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient injury.